Event description:
On (B)(6) 2012, customer reported that the modular chemistry (mc) sample probe, on the dxc 800 pro instrument, leaked. Customer did not report the amount of fluid leaked, or whether the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found an occlusion in the wash collar valve. Fse removed the occlusion from the valve. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).